Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the 5000 cpm (cuts per minute) cutter was suddenly not detected by the equipment and reverted to the default 2500 cpm during a vitrectomy procedure. The case was able to be completed without harm to the patient.